Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws. Microscopic inspection showed the heater wire on the hot jaw appeared slightly flexed but remained attached to the jaw. The silicone boot insulation appeared intact. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method." The device activated but was unable to transect the tissue five (5) times. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The internal switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the returned condition of the device and the evaluation results, the reported failure to cut was confirmed. The analyzed failure material twisted/bent, wire was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize while activating toggle. Hemopro cord was changed and hemopro still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize while activating toggle. Hemopro cord was changed and hemopro still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.